Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent a cystoscopy, left ureteroscopy, left urethral dilation of distal and proximal ureteral narrowing strictures, left pyeloscopy, laser of a left renal stone, removal of left renal stone fragments, left ureteral stent placement on (B)(6) 2014, due to left renal stone. It was reported that the patient underwent a very difficult right nephrectomy, on (B)(6) 2014 due to right renal mass and a severe morbid obesity. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse, stress urinary incontinence, menorrhagia, enterocele, bilateral vaginal defect, and isd and mesh was implanted along with the concurrent procedure of vaginal hysterectomy, cystoscopy, and posterior repair. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-20120-07389. The same patient is represented in each medwatch.